Manufacturer narrative:
Event date is not known. Please for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device wasn't working correctly because "it doesn't want to turn on." Patient reported turning ins off in (B)(6) due to intermittent pain that went down their left thigh, the same side of the body as the ins. Patient reported the pain returned a few weeks ago, even though ins was off, so they now want to turn it back on. Patient mentioned they had back surgery 2 years ago (unrelated to ins) where hardware was placed at l4-l5. A few months later patient experienced pain by the implant site that got severe enough that patient was instructed to turn device off by hcp. Patient turned ins back on a few weeks after that until it was turn back off in (B)(6) as previously mentioned. Patient then made remark that they've always had pain at the implant site, noting that they had a busy lifestyle and were in healthcare. Patient did make comment that, in (B)(6), they sat down on their couch and felt the device move in their hip like they sat on something. Agent walked patient through successful connection to the ins. Patient had 4 programs available to them and reached limit of 8.5v for each program without feeling any stimulation at all. Agent suggested patient schedule follow-up appointment with their managing hcp for device interrogation.